Event description:
The complainant reported a patient was being implanted with an impella 2.5 device for mechanical circulatory support. During prep, the physician and scrub noticed that the 2.5 pump had a damaged cage, a cp pump was used, and there was no harm to the patient.

Manufacturer narrative:
D4 serial number, catalog number, lot number, expiration date, and unique identifier (UDI) #: unknown h4 device manufacture date: unknown. The investigation for the reported product damage issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine that the cause of the pump damage was a damaged inflow cage. This report is being filed as part of a retrospective review of historical records.